Event description:
It was reported that the patient with peyronies disease had a surgical procedure to revise an inflatable penile prosthesis(ipp) device due to the original implant being too large causing discomfort and pain in the patient's penis, causing the penis to curve. The MRI showed one cylinder to be kinked. The patient measured at 18cm today, however, when the 18cm cx pump was tried it was found to be too large. Therefore, a 15cm cx pump with a 1.0 cm rear tip extender was implanted and the original reservoir was reused. The physician did not find an issue with the actual implant. The patient is expected to fully recover.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of adverse event related to patient condition was chosen, as allegation related to kinked in the tubing, cylinder incorrect size, pain and discomfort could not be confirmed or substantiated through product investigation.

Event description:
It was reported that the patient with peyronies disease had a surgical procedure to revise an inflatable penile prosthesis(ipp) device due to the original implant being too large causing discomfort and pain in the patient's penis, causing the penis to curve. The MRI showed one cylinder to be kinked. The patient measured at 18cm today, however, when the 18cm cx pump was tried it was found to be too large. Therefore, a 15cm cx pump with a 1.0 cm rear tip extender was implanted and the original reservoir was reused. The physician did not find an issue with the actual implant. The patient is expected to fully recover.